Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The sgc device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a device that was difficult to remove. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. It was noted that while attempting to retract the clip delivery system (cds) through the steerable guide catheter (sgc) the physician was met with resistance. The cds was retracted past the tip of the sgc without resistance but after that it was unable to be retracted without using excessive force. The decision was made to remove the cds and sgc together from the patient and replace them. The procedure was completed, and the mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported difficult to remove could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.